Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Event description:
The customer reported via phone call that insulin pump had a crack on the battery compartment area. The customer's blood glucose was 87 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.